Manufacturer narrative:
No button error alarm noted. Received unit with unresponsive buttons due to moisture damage on the electronic assembly. Unable to perform a displacement test due to unresponsive buttons. The motor assembly was also found with traces of moisture. Unit had battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window and cracked belt clip slot. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
No button error alarm noted. Received unit with unresponsive buttons due to moisture damage on the electronic assembly. Unable to perform a displacement test due to unresponsive buttons. The motor assembly was also found with traces of moisture. Unit had battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window and cracked belt clip slot.